Event description:
Additional information stated that the patient eventually experienced normal impedances, felt the stimulation in their pain areas, and 'did well' during their trial stimulation. The reason for the high impedances and high amplitudes remains unknown. The patient decided not to move forward with the permanent implant.

Event description:
It was reported the patient was not getting good stimulation overage as needed. The patient was implanted with a lead the day of report. During the procedure the patient could feel stimulation on the top half of the lead, but not on the bottom half up to 10.5 v. When the patient got to recovery, the patient could feel stimulation on the bottom half of the lead sometimes and couldn't feel it on top of the lead which was where the patient needed it. Impedances were fluctuating but in the high range. The issue appeared on electrodes 0, 4, and 5. No ideal stimulation coverage was achieved with repeated reprogramming. A new external neurostimulator (ens) and trialing cable were used but the issue of feeling stimulation on the bottom half of the lead, where the patient didn't need it, persisted. Additional information received reported that the patient was feeling stimulation and gradually needed to turn stimulation down as the night progressed.

Manufacturer narrative:
Product ID: 3777, product type: lead. (B)(4).